Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this patient faints several times a week and was wondering if it was device related. Patient services suggested the patient should contact their physician. To date, there have been no additional adverse patient effects reported.